Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that multiple ophthalmic knives have not been sharp and were very often bent during cataract surgery. An alternate knife was obtained in order to perform the procedure. There was no report of any patient harm. Additional information has been requested.